Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the site's complaint history identified one related record that was opened to capture the first defective pcs instrument during the same procedure. Refer to the report with patient identifier (B)(6) for the first product. A review of the instrument log for the pcs (420184-14/n10190603 752) was performed. The instrument was last used on (B)(6) 2020 on system sh2203. The alleged event occurred on the 3rd use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. A system log review was not performed since it is not relevant to the alleged complaint. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event. However, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon was unable to control the permanent cautery spatula (pcs) instrument well. The instrument was removed and was found to have a broken wire. A second pcs instrument was used, and the surgeon alleged the same issue. The surgeon was unable to control the second pcs instrument well, and upon inspection, the instrument was found to have a broken wire. The procedure was completed with no reported injury. There was no report of fragment(s) falling inside the patient. Due to the alleged issue, the procedure was delayed by 10 minutes. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.